Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the lot numbers remain unknown. Refer to field for the results of the imaging evaluation. (B)(4). According to the gore® excluder® aaa endoprostheses instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2009 the patient was implanted with gore® excluder® aaa endoprostheses to treat an infrarenal aortic artery aneurysm. On (B)(6) 2017, the computed tomography revealed a proximal type I endoleak. On (B)(6) 2018, the physician observed a proximal type I endoleak. The cause of endoleak was unknown. Reportedly, the patient had an adequate anatomy. The aneurysm size stayed the same. It was reported that on (B)(6) 2018, the patient underwent the additional procedure to treat an endoleak using gore® excluder® aaa endoprosthesis aortic extender component (pla230300/15502155). The procedure was conducted without any complications. The patient tolerated the procedure.